Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A lead safety switch (lss) was triggered and the configuration changed from bipolar to unipolar. Technical services (ts) suggested further testing. A chest x-ray was performed. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. A lead safety switch (lss) was triggered and the configuration changed from bipolar to unipolar. Technical services (ts) suggested further testing. A chest x-ray was performed. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.